Event description:
On 08/04/2009, the pt reported he had elevated blood glucose readings in the 400's mg/dl in 2009. He stated he checked his insulin infusion device and infusion set and found that, when he disconnected the tubing from the headset, insulin had pooled at the connector. He said the headset had been in use for 2 days. He usually changes his headset every 3 days. He discarded the infusion set at issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.